Event description:
The device was received from the USA for service. During servicing of the device, it was found to have a damaged cable. It is unk if the device was used during surgery, and it was unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent.